Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl, 538 mg/dl and 524 mg/dl. Customer was treated with bolus and customer was using insulin pump within 48 hours of high blood glucose event. Customer experienced nausea at time of incident. Insulin pump will not be returned for analysis.